Event description:
A perforation, leading to a pericardial effusion (pe) and cardiac tamponade occurred. During a watchman procedure, a versacross connect access solution kit was selected for use. The versacross connect and watchman access sheath were inserted into the superior vena cava (svc), and then dropped down to the interatrial septum for transseptal puncture. At this point, difficulties seeing the septum on transesophageal echocardiography (tee) imaging were noted. As the physician was attempting to get the versacross dilator and watchman sheath to the septum, it is believed that the wall of the right atrium was punctured. The patient's vitals began to slightly drop but deemed to be not a concerning amount. The physician was then able to successfully cross the septum and implant a 24mm watchman device. As pass criteria for the device was being assessed, the patient's vitals began to drop again, and the pe was noted to be growing. Pericardiocentesis was then performed by the physician and a fluid was drained. The watchman device was released, the patient became stable, and they were then sent to the intensive care unit (ICU) for further monitoring but are expected to fully recover. The device is not expected to be returned for analysis. In the physician's opinion, the device contributed to the patient complication, since it is believed that the veracross connect and watchman delivery sheath was pushed against the wall of the right atrium causing a pericardial effusion. It has been further mentioned that they were unable to see the dilator tenting on the septum and could only see the rf wire in the svc. When rf was applied, there was a correct amount of tenting. However, they stated that the physician appeared to be using excess force trying to get the versacross to tent on the septum. The versacross rf wire was not protruding when the perforation occurred and did not malfunction during the procedure. The physician believes that the dilator/sheath contributed to the effusion. Patient has been successfully discharged. No effusion was noted prior to the procedure.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A perforation, leading to a pericardial effusion (pe) and cardiac tamponade occurred. During a watchman procedure, a versacross connect access solution kit was selected for use. The versacross connect and watchman access sheath were inserted into the superior vena cava (svc), and then dropped down to the interatrial septum for transseptal puncture. At this point, difficulties seeing the septum on transesophageal echocardiography (tee) imaging were noted. As the physician was attempting to get the versacross dilator and watchman sheath to the septum, it is believed that the wall of the right atrium was punctured. The patient's vitals began to slightly drop but deemed to be not a concerning amount. The physician was then able to successfully cross the septum and implant a 24mm watchman device. As pass criteria for the device was being assessed, the patient's vitals began to drop again, and the pe was noted to be growing. Pericardiocentesis was then performed by the physician and a fluid was drained. The watchman device was released, the patient became stable, and they were then sent to the intensive care unit (ICU) for further monitoring but are expected to fully recover. The device is not expected to be returned for analysis. In the physician's opinion, the device contributed to the patient complication, since it is believed that the "versacross" connect and watchman delivery sheath was pushed against the wall of the right atrium causing a pericardial effusion.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.